Event description:
During a laparoscopic hernia repair, a bladder tear was noticed. A balloon had been inserted into a pt, after a certain period of time, the balloon popped. The unit was removed and second unit was inserted. At this point, a bladder tear was noticed. A urologist was then called in to repair the baldder neck tear. The procedure was aborted to allow time for the pt to recover. The pt was last reported in good condition. No other complications were reported.